Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). The reported event may have been caused by the life of the emergency lamp due to long-term use, or by accidental failure of the emergency lamp due to filament breakage due to impact such as vibration. Omsc concluded that the emergency lamp indicator on the front panel blinked due to the failure of the emergency lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc. An olympus field service engineer (fse) checked the device and confirmed that the emergency lamp indicator was blinked. The device was returned to oth for repair. The evaluation of the device by oth confirmed the following; -the reported event appeared to be caused by the emergency lamp lighting circuit failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the emergency lamp indicator of the device was blinked. The user replaced the device to another device and completed the intended procedure. The device was used with an olympus video system center cv-180. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the emergency lamp indicator was always lit up and the emergency lamp did not ignite.